Event description:
Initial and follow-up information received on 09-sep and 15-sep-09 respectively were processed together: this non-serious spontaneous report case from a foreign country, was reported by a consumer via a sales representative and forwarded by our local affiliate. This case involves a male patient (age nos) who developed granulomas after poly-l-lactic acid (sculptra) therapy. The patient received poly-l-lactic acid therapy 2-3 years ago and in 2008, developed these granulomas in the cheek, and his eyes were swollen. The patient went to another physician who did a "hydrogonase" infusion which improved his situation. The patient now has three granulomas in the cheek.

Manufacturer narrative:
Initial and follow-up information received on 09-sep and 15-sep-09 respectively were processed together: this non-serious spontaneous report case from a foreign country, was reported by a consumer via a sales representative and forwarded by our local affiliate. This case involves a male patient (age nos) who developed granulomas after poly-l-lactic acid (sculptra) therapy. The patient received poly-l-lactic acid therapy 2-3 years ago and in 2008, developed these granulomas in the cheek, and his eyes were swollen. The patient went to another physician who did a "hydrogonase" infusion which improved his situation. The patient now has three granulomas in the cheek.